Manufacturer narrative:
H.6. Investigation summary: no samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time. This assessment was completed by bd's supplier manufacturer, fresenius kabi. A production record review could not be completed as the batch/lot information was unavailable. The investigation performed by fk friedberg did not indicate a systemic issue. In case of a production related leakage, solution would have been visible within the overwrap. Such bag would have been easily detected during the 100% visual inspection and would have been discarded. There were no adverse events reported in response to these complaints. No further investigation or action is warranted at this time. This failure mode will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd IV bag leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: last week it was escalated by pharmacy about IV bags leaking. There were 3 separate events ¿ dextrose 500ml, dextrose 250ml and sodium chloride 500 ml.

Event description:
It was reported while using an unspecified bd IV bag leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: last week it was escalated by pharmacy about IV bags leaking. There were 3 separate events ¿ dextrose 500ml, dextrose 250ml and sodium chloride 500 ml.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.